Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past 2 weeks. The customer's blood glucose (bg) level was in the 400's (mg/dl). A corrective bolus and a manual injection were administered by the customer's spouse to address bg level. The customer's spouse also changed the customer's infusion set site. Review of the pump data logs by tandem technical support confirmed the battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.